Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath clear was selected for use, during opening the packaging, the burr on tip dilator was detected. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon initial inspection, the returned faradrive steerable sheath clear exhibited no external abnormalities. However, damage was noted on the distal end of the dilator tip. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. Under microscopic examination, damage was observed at the distal end of the dilator tip. The complaint was confirmed through analysis for the dilator tip.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath clear was selected for use, during opening the packaging, the burr on tip dilator was detected. The sheath was replaced and the procedure was completed successfully without patient complications. The device has been returned.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath clear was selected for use, during opening the packaging, the burr on tip dilator was detected. The sheath was replaced and the procedure was completed successfully without patient complications. The device has been returned.

Manufacturer narrative:
Supplemental report to update device evaluation and codes. Upon initial inspection, the returned faradrive steerable sheath clear exhibited no external abnormalities. However, damage was noted on the distal end of the dilator tip. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. Under microscopic examination, damage was observed at the distal end of the dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator distal tip during a previous attempt to insert the dilator.